Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported seizure and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while the patient was taking a nap, they experienced seizure with hypoglycemia. The sensor blood glucose level was showing at 44 mg/dl and the fingerstick blood glucose level was showing 34 mg/dl and both the controller and sensor application did not alert when the blood glucose level was set below 90 mg/dl. The patient's mother contacted the health care professional (hcp) and they advised the patient to remove the pod and set it to activity mode until they're seen in the office. The patient is still being evaluated and had several diagnostic tests scheduled as the hcp is not sure if the seizure was caused by the low glucose level or if there is another underlying cause for the seizure. The hcp made several insulin pump setting adjustments when the patient made the office visit but there were no other reported details regarding diagnosis. The patient's blood glucose levels declined to 34 mg/dl while wearing the pod between 4 and 24 hours. There were no other reported symptoms. The patient was treated themselves with juice. Despite the hcp's advice for pod removal, the patient did not remove the pod at the time of the reported event.